Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found. It was observed that the setscrew was disengaged from the socket, sitting sideways in the ventricle grommet.

Event description:
It was reported that during implant, it was not possible to connect the lead to the device because the "screw was detached." It was also reported that the pacemaker dependent patient had a cardiac arrest. Reconnection to the analyzer and using a new device was necessary. No further patient complications were reported as a result of this event, and the patient status was reported to be "ok."